Event description:
A hospital in (B)(6) reported that there was a fault with the heater wire connector in the inspiratory tube of an rt212 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4) the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for the similar product is k983112. This device is currently en route to fisher & paykel healthcare for eval. A f/u report will be provided upon completion of our evaluation of the device.